Event description:
The user intermittently received questionable calcium results for patient samples with results higher than 10.5 mg/dl. The user stated this had occurred multiple times since (B)(6) 2010, but could not provide specific patient data. The total number of patient samples involved was not known. She stated the typical difference between the initial result and the repeat result was approximately 0.5 mg/dl, however the largest discrepancy was 1.1 mg/dl. No erroneous results were reported outside the laboratory and no patients were affected. The calcium reagent lot number was not provided. The field service representative was unable to determine a cause. As a preventative measure, he replaced the vacuum pump diaphragms, checked and adjusted the stirrer height and alignment and checked the reagent and sample probe alignments which were acceptable. He adjusted the cuvette wash, cell blank and detergent fill. He found a valve was showing signs of excessive wear and replaced it. To verify the analyzer operation, he ran diagnostic and functional checks. The user ran precision testing. All results were within specifications.

Manufacturer narrative:
A specific root cause could not be identified. The customer would not provide patient, quality control and calibration data for further investigation. Since the service visit, no further erroneous results have been reported. No patients were affected.